Event description:
It was reported the patient had experienced nausea and vomiting for three months. They had lost thirty pounds. Their device was not working. The patient had experienced a loss of therapeutic effect. The patient had been hospitalized for six days due to their gastroparesis. The patient had also been in the hospital a month prior to call for five days. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).